Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Smiley retractor damaged and needs replacement. Case type: pka (mics).

Event description:
Smiley retractor damaged and needs replacement. Case type: pka (mics).

Manufacturer narrative:
Reported event: smiley retractor damaged and needs replacement. Case type: pka (mics). Product evaluation and results: visual inspection: confirmation of smiley retractor damaged. Product history review: review of the product history records indicate 100 devices were manufactured under lot no 31670, and 100 were accepted into final stock on 02/15/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210192, lot number 31670, shows 00 additional complaints related to the failure in this investigation. Conclusions: the event was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.